Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08735 inches. No unexpected missing segments/partial display or possible over delivery anomaly noted during testing. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic that the customer reported that she experienced low blood glucose level. Customer's blood glucose level at the time of event was 59 mg/dl. Customer alleged that the pump was over delivering because without doing anything unusual her blood glucose was low and she could hear something from the insulin pump while delivering bolus. Customer had been using insulin pump system within 48 hours of reported low blood glucose level. Auto mode feature was not activated at the time of event. Customer reported scratches on the screen and huge crack on the battery side of the insulin pump. Customer mentioned that due to scratches on the screen it was difficult to read at night. Customer mentioned she had been getting unexplained high and low blood glucose levels. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.